Event description:
This male patient was admitted for coronary intervention of a 90%, de novo, moderately calcified, slightly tortuous lesion in the mid-lad. It is unknown if the lesion was pre-dilated prior to stent placement. A 2.x 28mm cypher stent was advanced to the lesion and was deployed to 16 atms. The inflation was then increased from 16atm to 20atm, and the balloon ruptured. A dissection of the vessel was then noted at the distal end of the stent. The dissection was treated with the placement of an additional 2.5 c 18mm therefore, in order to treat the dissection, an additional 2.5 x 28mm cypher stent, which was implanted within the distal end of the 1st cypher. The patient was stable following treatment. No additional information regarding the event is forthcoming.

Manufacturer narrative:
Product is not distributed in the us; however, it is similar to us product. Additional information will be submitted within 30 days of receipt.